Event description:
This complaint came in through infoview under a mv mega contract agreement. The problem description states: "defib batteries replace it". There was no further information as to the age of the battery or why a battery was requested. There was no reported patient involvement/adverse patient impact.